Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain and discomfort due to the implantable pulse generator (ipg) moving and flipping around. The patient underwent a procedure where the side mounting hole of the ipg was used to secure down the ipg to the facia. The patient was doing well postoperatively.